Manufacturer narrative:
The reported event of unit smoking was not confirmed. Visual inspection found no physical damage to the unit or ac power adapter. The unit was plugged into a working ac electrical outlet, powered on, and successfully performed the delete/downgrade process. Upon opening the transmitter, a severe bug contamination was revealed. No burnt damage was found on the main pcb of the transmitter. No burnt damage was found on the inner housing.

Event description:
It was reported that there were a lot of ants in the transmitter and created a short circuit and was smoking. The transmitter was replaced. There were no patient consequences.

Manufacturer narrative:
This supplemental report is submitted to provide h4 device manufacture date in response to an FDA inquiry received on 25 march 2025.